Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral was attempted using a starclose se device after an aortoiliac right femoral angiogram (aif) interventional procedure. A 5f sheath was used for access and sheath size was upgraded to 6f for the aif procedure. Reportedly, the device was being used under ultrasound guidance, plaque was found and the release mechanism was used during locator wing deployment. It was attempted to reposition the device within the vessel to not encounter plaque and the locator wing deployment could not be performed once again. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty/ failure to deploy the plunger was confirmed. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The IFU deviation would not have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.